Event description:
It was reported that the patient presented to the hospital for normal pulse generator change procedure. Prior to the procedure, elevated capture threshold was detected on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.